Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after being discharged home following the research study index procedure, the patient developed left-sided abdominal pain and was readmitted to the hospital the following day. They remained hospitalized for one day, during which imaging demonstrated a splenic wedge infarct. They were discharged the next day with pain medication and are currently doing well. A CT scan was performed on (B)(6) 2026, which found the splenic wedge infarct. This was found to be clinically significant. This adverse event (ae) did result in a new hospitalization, from (B)(6) 2026 to (B)(6) 2026. The ae did result in treatment. The ae was not treated with a blood transfusion, percutaneous intervention, or a surgical procedure. A concomitant medication was administered or adjusted due to this ae. No other actions were taken in response to this ae. The outcome of this ae was recovered/resolved on (B)(6) 2026. The procedure was on (B)(6) 2026. An assessment for product/therapy/procedure relatedness was made by the investigator. It is possible that the adverse event is related to the study index procedure. It was ruled that the ae is not related to the onyx¿ les device. An assessment for product/therapy/procedure relatedness was made by the sponsor. It was ruled that there is a causal relationship between the ae and the study index procedure. It was ruled that the ae is not related to the onyx¿ les device. An assessment for product/therapy/procedure relatedness was not made by the cec. Additional comment was made that "procedure related event, not related to device. Sae due to hospitalization.